Manufacturer narrative:
Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Manufacturer narrative: refractive surprise each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim #: (B)(4).

Event description:
Ch a facility representative reported that following an implantable collamer lens (icl) procedure, the patient experienced refractive surprise. The lens was exchanged with a different diopter lens and the problem was resolved. The cause of the event was reported as patient related factor. The patient had +0.50 with small astigmatism in correction unhappy with change in near.

Manufacturer narrative:
H11- originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. However, the claim cannot be voided as an MDR has already been submitted. Claim # (B)(4).